Event description:
It was reported that the ilet user experienced high glucose readings after a recent supply change; troubleshooting led to an infusion site change where the user discovered the needle guard had been left on the infusion set needle, after which glucose returned to range. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.